Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the implantable drug infusion device. The device was being used to deliver dilaudid (hydromorphone) with an unknown dose and concentration. It was reported that the healthcare professional (hcp) office is having trouble reaching someone with the manufacturer for the past 6 months. Her hcp is trying to schedule a procedure to reposition the pump. They originally placed the pump in the pocket, the sutures did not hold and the top of the pump sticks out and catches on absolutely everything the past couple of years. The patient has also lost some weight so it is even worse now. The hcp has wanted to move the pump for the past 9 months but the patient is pushing the procedure date off. The hcp office is telling the patient that the manufacturer has to be present for the procedure and needs to authorize the procedure.